Manufacturer narrative:
(B)(4). The system error 2240 alarm was found to have an undetermined cause. The problem could not be confirmed due to no sample returned and an unknown lot number for batch review. Additional investigation is in progress CAPA (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Technical service center assisted with the troubleshooting of a system error (se) 2240 and 2367, that occurred on the homechoice (hc) during use, during dwell 3 of 4. The baxter technical service representative (tsr) advised the hp to start over with new supplies or continue therapy using manual supplies. During a follow-up with the home patient (hp) regarding the reported problem, the hp stated they started over with new supplies and continued therapy fine. There was nothing unusual with the supplies that they noticed that could have caused the alarm. They stated that peritoneal dialysis is going much better since then. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.